Event description:
Philips received a complaint from the customer on the v60 indicating that there was a proximal pressure alarm message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer to check for proper unit exhalation, replace the flow sensor or gas delivery system (gds) assembly if needed, then retest the unit. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.